Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the polyfoil pouch, arteriotomy locator, hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device is in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip of the device. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip of the device. The anchor was manually pulled, deploying the anchor and collagen. The device sheath is cut to find the tamper tube present. The complaint can be confirmed for a nondeployment device pullout. The returned sample still contained the anchor and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after completion of procedure, when the physician was pulling back the device to seal the arteriotomy site, the physician stated that the whole device pulled out. The physician stated that there was still pulsatile flow through the access site. While holding pressure the physician used fluoroscopy to see if the anchor had dislodged within the patient. After a negative scan with fluoro the staff held pressure, and the patient was discharged with no additional problems. The physician stated that it seemed like there was no anchor or suture within product once the device was on the back table for inspection. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09may2025: the procedure performed was a visceral angiogram using a 6 french sheath. There were no difficulties with access, sheath, guide wire or catheter insertion. A pre-deployment angiogram was performed. The patient was stable and discharged. There were no issues with the device during deployment.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials management. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.